Event description:
In (B)(6) 2008, I had my second hernia repair from a previous surgery in 2005. The doctor told me that he needed to use a large mesh, because the opening of the hernia was pretty big. I was fine until I had gastric bypass surgery in (B)(6) 2010. The week after surgery, I started with bad abdominal pain and my surgeon took me back to surgery. He found the mesh all around my intestines. It was a difficult surgery but I was fine for two weeks, then the pain came back. I have been complaining about not being able to eat cause of so much pain. I had many tests done; all coming back normal, as well as spending many days in the hospital because all the pain I have been having. On (B)(6), I started having horrible pain with nausea, vomiting, and dizziness. I went to my surgeon again to tell him how sick I was. He informed me that the problem was the mesh again that this mesh was recalled and they don't used them anymore. However, he told me that he can't take it off because it is a big surgery. I am getting addicted to pain killers. It is the only way I can eat. I started drinking so I can sleep at night and I told my doctor about this with no results. How can I have something in my body that has been recalled and it's making me so sick? The pain is getting worse, I ended up in the emergency room two days ago just so they can tell me that they couldn't do nothing for me; that I have to see my surgeon. I don't know what to do. I am getting worse and the doctors are not helping me.